Event description:
A user facility reported to olympus a loose, broken socket on the olympus, model otv-si video system. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted. The investigation is ongoing and a definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer (lm) investigation. Please see the updates in sections: d8, g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the cause of the reported event cannot be determined. The legal manufacturer provided the following possible cause for the reported event were as follows: the legal manufacturer presumed that since the device was manufactured more than 10 years ago, the socket had become worn and loosened due to repeated use over a long period time. As a result, making it impossible to connect. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations.